Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that programmer lids was off while pressing on/off button and begun to make a weird noise and starts to smell like burning. This programmer will be returned for analysis. No reported patient involvement.